Event description:
A customer reported to baxter (B)(4) of a continuflo set that had a injection port leaking blood under pressure during use. A blood product was being infused via a pressure bag. There was no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was available for evaluation. The sample underwent and passed the following: fluid path occlusion testing, underwater pressure testing, and luer activated valve back pressure testing. The reported problem was not confirmed. A root cause could not be determined. No repairs were done, as this device is a single use only device.

Manufacturer narrative:
(B)(4). A sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.